Manufacturer narrative:
(B)(4).

Event description:
It was reported that aptus endoanchors were implanted into a patient. It was reported that after the implanting of the aptus endoanchors the patient was identified with suspected weak pulse on the feet. Upon further examination there was an air embolus identified in the aorta. The air embolus was removed in a secondary procedure. The physician did not have definitive cause cited, but thought that the heli-fx guide valve could have contributed to this -citing during their experience with aptus endoanchors the heli-fx guide valve doesn't seal around a wire. No additional clinical sequelae were reported and the patient is fine.